Manufacturer narrative:
Additional product code: fmf investigation is in process. A follow-up report will be provided.

Event description:
Upon review of the information provided by the distributor, it was discovered that an expired bone marrow aspirate concentrate (bmac) disposable was used on a patient. The bmac disposable set was labeled with an expiration date of 09/01/2017. The blood was processed and the bmac product was administered to the patient on (B)(6) 2017. Patient¿s information is not available at this time. Patient outcome is not available at this time. Terumo bct is awaiting return of the bmac disposable set for evaluation.

Manufacturer narrative:
Investigation: harvest product kits contain multiple components that have various expiry dates. The outer kit label contains the expiry date associated with the component that has the shortest expiry timeframe. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Root cause: the root cause of the usage of the expired disposable was human error by the distributor of the product to the customer.

Event description:
The customer declined to provide patient information and outcome.

Manufacturer narrative:
Updated root cause: the root cause of the usage of the expired disposable was human error by the distributor providing expired product to the customer.

Event description:
The bmac disposable set is not available for return because it was discarded by the customer.

Manufacturer narrative:
This report is being filed to provide corrected information submitted in the initial MDR. The UDI provided in the initial MDR was the primary di number for this catalog number. Currently, no unit of use di exists not the unit of use identifier (di) available, therefore, no UDI is available for this report.

Manufacturer narrative:
This report is being filed to provide additional information and correction. A terumo bct account manager notified the customer and distributor of this event and completed an in-person inventory audit and retraining on 10/05/2017.

Manufacturer narrative:
Additional investigation: harvest design verification testing included testing accelerated aged product. This product was aged to an equivalent of 118 days past the expiration date prior to testing. Based on this, the product functionality would not have been impact by using the product at 1 month past the expiration.

Event description:
The customer was able to provide the patient ID, date of birth and gender, but unable to provide the patient's weight. Patient/donor ID: (B)(6).